Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The connector nut and the connector body also were damaged. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.

Event description:
A female pt contacted lifecor customer support to report that she had disconnected the electrode belt from the monitor and upon reinserting, it she broke off some pins. Support sent a pt services rep (psr) to replace the electrode belt.